Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect anti-hbs assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67665fz01. The overall performance of the architect anti-hbs reagents in the field were evaluated using worldwide data. The review shows that the median patient result for lot 67665fz00, of which 67665fz01 is a sublot, falls within +/-3sd of the established baseline, indicating the reagent lot is performing acceptably. The device history record review did not identify any nonconformances or deviations associated with the complaint lot and complaint issue. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency of the architect anti-hbs reagent lot 67665fz01 was identified.

Event description:
The customer reported false reactive architect anti-hbs results for one 76-year-old male patient in the burn department. The following data was provided: anti-hbs result = 25.61 miu/ml (reactive) (reference range: result values of >/= 10.00 miu/ml are considered reactive; result values of < 10.00 miu/ml are considered nonreactive) hbsag result = 23.93 iu/ml (reactive) (reference range: >/= 0.05 iu/ml is reactive) other testing provided: hbeag = 0.469 s/co (nonreactive), anti-hbe = 0.03 s/co (reactive), anti-hbc = 7.69 s/co (reactive). The same tube was retested, and the results were consistent (hbsag: 25.33iu/ml; anti-hbs: 24.5 miu/ml). Both the hepatitis surface antigen (hbsag) and the hepatitis antibody (anti-hbs) were simultaneously reactive, and the customer was skeptical of the reactive results. The patient¿s serum sample appeared to show serious hemolysis when initially tested for hbsag and anti-hbs. It was recommended to the customer to take a new blood sample for retesting. The new blood sample generated the following results: hbsag = 10.17 iu/ml, thus the retest result was consistent; anti-hbs = 6.51 miu/ml (nonreactive), thus the retest result was consistent; and the other 3 parameters were consistent too. It was recommended to the customer to perform additional hbv dna testing to further confirm if the patient is infected with hepatitis b. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7c18 (architect anti-hbs) that has a similar product distributed in the us, list number 1l82 (architect ausab), with 510k/PMA/bla number p050051.

Event description:
The customer reported false reactive architect anti-hbs results for one 76-year-old male patient in the burn department. The following data was provided: anti-hbs result = 25.61 miu/ml (reactive) (reference range: result values of >/= 10.00 miu/ml are considered reactive; result values of < 10.00 miu/ml are considered nonreactive) hbsag result = 23.93 iu/ml (reactive) (reference range: >/= 0.05 iu/ml is reactive) other testing provided: hbeag = 0.469 s/co (nonreactive) anti-hbe = 0.03 s/co (reactive). Anti-hbc = 7.69 s/co (reactive). The same tube was retested, and the results were consistent (hbsag: 25.33iu/ml; anti-hbs: 24.5 miu/ml). Both the hepatitis surface antigen (hbsag) and the hepatitis antibody (anti-hbs) were simultaneously reactive, and the customer was skeptical of the reactive results. The patient¿s serum sample appeared to show serious hemolysis when initially tested for hbsag and anti-hbs. It was recommended to the customer to take a new blood sample for retesting. The new blood sample generated the following results: hbsag = 10.17 iu/ml, thus the retest result was consistent; anti-hbs = 6.51 miu/ml (nonreactive), thus the retest result was consistent; and the other 3 parameters were consistent too. It was recommended to the customer to perform additional hbv dna testing to further confirm if the patient is infected with hepatitis b. There was no impact to patient management reported.